Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of the brush spontaneously shot off and a metal pin almost shot down throat [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 10-jul-2017 that while brushing his/her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown, the head of the oral-b brushhead, version unknown spontaneously shot off and a metal pin almost shot down his/her throat. No symptoms were reported. Relevant history: the consumer reported he/she has had electric toothbrushes from oral-b for years, and also used oral-b brush heads. No further information was provided.